Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The event of "swelling and puffiness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses post injection with juvéderm voluma® xc include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Health care professional instructions patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Healthcare professional reported after injection in the tear trough with 1 syringe of a mixture of juvéderm voluma® xc and saline the patient experienced swelling and puffiness at the tear troughs. Patient was treated with a "steroid dosepak" four days after injection. The symptoms resolved eleven days after injection.